Manufacturer narrative:
See MDR 1920664-2007-01397 for the intraocular lens used with this delivery device.

Event description:
The haptic twisted coming out of the inserter during the delivery of the lens in the patient's eye. The doctor used another lens to complete the procedure.